Event description:
The customer reported to baxter of a crushed y-site found on an interlink continu-flo solution set. The condition occurred during priming with normal saline. The saline leaked out of the y-site, and the nurse noticed the y-site was crushed. There was no patient injury or medical intervention. No other information was available.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The y-site was observed to be deformed. This defect was created when the y site component was protruded out of the sealing perimeter of the pouch and gets pressed by the heat seal die at form fill seal machine based on the damaged mark found on the returned sample. The heat seal die is used to seal the top and bottom pouch together. The guide support bars at the guiding process for all form fill seal machines were extended to prevent the set to move out of position. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.